Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The initial reporter reported on behalf of the patient's mother that the adhesion on the infusion set failed while the patient was at school. Patients' blood glucose increased to 356mg/dl. This resulted in the customer reverting to back up therapy (manual injection) until he got home from school. The problem seemed to have come from the site, so the patient's mother changed supplies. Unknown patients condition at this time. Please reference MDR # 2183502-2016-01361, 2183502-2016-01363, and 2183502-2016-01364 that are also associated with this complaint.